Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken black conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps did not have any broken conductor wire. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was found have a frayed grip cable at the yaw pulley. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strand was stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of frayed grip cable, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The instrument was inspected prior to use. There was no damage out of the ordinary. There was full cable breakage. The issue was found after the operation. There were no signs of thermal damage. There was no arcing observed. Instrument did not collide with other instruments.

Event description:
Refer to h11 for follow-up information.